Event description:
It was reported that when the patient presented in clinic for a routine follow-up device printouts showed episodes of noise and far p-wave oversensing on the right ventricular lead. X-ray revealed that the lead was dislodged. The lead was explanted and replaced without complication.